Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 54 and 164 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of the test strips, so no product will be returned. The customer did insist his meter be replaced, so a replacement meter was sent to the customer.